Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with multiple programmers. A red screen appeared when attempting to interrogate the s-ICD alerting that 'device software must be updated." A bootloader message also appeared after the software message. The device was programmed with a reset and was able to be interrogated successfully afterwards. The physician elected to continue to monitor the patient and no further changes will be made at this time. The s-ICD remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with multiple programmers. A red screen appeared when attempting to interrogate the s-ICD alerting that 'device software must be updated." A bootloader message also appeared after the software message. The device was programmed with a reset and was able to be interrogated successfully afterwards. The physician elected to continue to monitor the patient and no further changes will be made at this time. The s-ICD remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated that later in time, the patient came back for a device check as their s-ICD had been emitting tones. When an attempt was made to interrogate the s-ICD, the bootloader code was exhibited again. Another reset of the s-ICD was performed and it remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD has been returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with multiple programmers. A red screen appeared when attempting to interrogate the s-ICD alerting that 'device software must be updated." A bootloader message also appeared after the software message. The device was programmed with a reset and was able to be interrogated successfully afterwards. The physician elected to continue to monitor the patient and no further changes will be made at this time. The s-ICD remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated that later in time, the patient came back for a device check as their s-ICD had been emitting tones. When an attempt was made to interrogate the s-ICD, the bootloader code was exhibited again. Another reset of the s-ICD was performed and it remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no response to a magnet as no beeping tones were heard when the magnet was applied; however, the beeper was confirmed to be functional. Additionally, the device could not be interrogated. The device case was opened, and the battery and high voltage (hv) capacitors were removed from the circuit. An external power supply of 9.0 volts was applied to the hybrid. Multiple "reboot" commands were sent to the device; several of them were unsuccessful in accurately restarting the firmware and then a final reboot was initiated that was successful. The firmware was confirmed to have correctly updated. The hybrid was left running for multiple days and the device ultimately reverted back to its previous settings. Testing confirmed the flash memory appeared to be operating normally. The digital ic or the connection between the digital ic and the flash memory were suspected to possibly have performance issues that would contribute to the intermittent ability to accurately reset the firmware. However, the digital ic is underfilled with a hardened substance for mechanical stability. This makes removing it for analysis without incurring damage difficult. Due to the intermittent nature of the firmware loading issue and the likelihood that further destructive analysis would destroy any potential interconnect issue between the flash memory and the digital ic, no further analysis could be performed. The cause of the memory issues could not be determined.